Event description:
It was reported that during routine maintenance by a manufacturer field service technician at the user facility, the universal handswitch was stuck in the run position; the magnet did not travel with the switch, causing the handswitch to run when it was not supposed to. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. (B)(4): the device will not be returned for analysis.